Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced ineffective therapy with the left dbs lead. As a result, the patient underwent surgical intervention to have their left dbs lead replaced with a new one. Reportedly, the patient was sent for a computed tomography (CT) scan post operatively and her system was programmed. Effective therapy was restored.